Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rcc received a complaint via email. Customer reported the extension IV tubing and luer lock involved in an chemo spill.. Occurred during patient use (within 1 hr of treatment) ¿ no reported patient injury/medical intervention. At the end of infusion the ECG technician was preparing the patient for an ECG. Upon removing patient¿s shirt to access ECG leads the technician noted that patient¿s shirt was wet in the area of the upper right chest where the patient¿s port was connected to the tubing. An rn was called to assess IV tubing and all connections were confirmed to be tightened completely however small drops of liquid were noted to be leaking from the leur lock connection closest to the patient. Port-a-cath dressing was dry. Approximate estimated volume of spill was 20ml

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-jun-2023. H6: investigation summary : one sample was received and tested by our quality team. The set was thoroughly tested for leakage both with pressurized infusion using saline via syringes and infusion tested over the course of 2 hours for a leakage. No leakage was noticed and there were no noticeable problems when visually inspected. The complaint of leakage could not be verified and the root cause remains unknown. A device history record review for model 10013902 lot number 22059241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rcc received a complaint via email. Customer reported the extension IV tubing and luer lock involved in an chemo spill. Occurred during patient use (within 1 hr of treatment) ¿ no reported patient injury/medical intervention. At the end of infusion the ECG technician was preparing the patient for an ECG. Upon removing patient¿s shirt to access ECG leads the technician noted that patient¿s shirt was wet in the area of the upper right chest where the patient¿s port was connected to the tubing. An rn was called to assess IV tubing and all connections were confirmed to be tightened completely however small drops of liquid were noted to be leaking from the leur lock connection closest to the patient. Port-a-cath dressing was dry. Approximate estimated volume of spill was 20ml